Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Exact bg levels were not provided. Multiple follow up attempts were performed by tandem technical support. However, the customer did not respond.